Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: promus element plus,mr,ous 2.75x24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014 test guidewire loaded successfully after soaking in the water-bath. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mid left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent strut was lifted up, so the stent could not enter. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mid left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent strut was lifted up, so the stent could not enter. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.